Event description:
There was bleed back in the indeflator before the stent device was deployed; physician believes this was due to a broken shaft in the stent device.====================== health professional's impression======================physician believes this was due to a broken shaft in the stent device.